Event description:
It was reported that the ilet displayed an alert 60 related to bluetooth communications, which persisted despite multiple restarts, and the device required replacement; blood glucose readings were not impacted and the user transitioned to multiple daily injections, consistent with a device failure to read an input signal involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communication failure, aligning with a failure to read input signal traced to the circuit board. Complaint was confirmed in notifications menu after restarting the device. After verifying the about ilet menu it was discovered that the bluetooth address read 0.0.0. The hoverboard was removed and reflowed solder to the u4 chip. When installing the hoverboard it was once again restarted and alert 60 was no longer displayed on notifications menu, and the "about ilet" menu now had the bluetooth address present. It appears to have been a faulty hoverboards u4 chip that caused alert 60 to be triggered followed by the missing address for bluetooth. The refurbish department will replace the hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.